Event description:
It was reported to intuvie that the pump failed to alarm for air in the line during a patient infusion. Good faith effort (gfe) attempts were made; however, no additional information was obtained. No patient harm was reported.

Manufacturer narrative:
A good faith effort (gfe) was initiated on 5/21/2026 to obtain additional information regarding the reported failure. Follow-up requests for the requested information were sent on 5/22/2026; however, no response has been received to date. As a result, additional details regarding the reported event could not be obtained from the reporter. The device was received for evaluation on 6/9/2026. Testing of the device is currently ongoing. Upon completion of testing and evaluation activities, this investigation will be updated with the results. A review of previous service records for the device was completed. No service records were identified documenting the same reported failure. Complaint history was reviewed, and no previous complaints were identified for this device related to the reported failure. A CAPA review was completed. CAPA zm2023-08 was opened to investigate this failure mode. Refer to CAPA zm2023-08 for full investigation details. Reference complaint #: (B)(4).